Manufacturer narrative:
Evaluation summary: upon receipt, a complete lead was returned with the helix partially extended and clogged with blood/tissue. Visual inspection and x-ray examination did not find any anomalies on the lead. After cleaning, the helix was able to extend and retract. The full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported lead dislodgement was observed during an in-clinic follow-up. The cause of dislodgement was unknown. The lead was scheduled for replacement. The patient notification was deactivated during lead replacement and a new lead was implanted. No adverse consequences were reported during and after the procedure. The patient condition was stable following the replacement.